Manufacturer narrative:
The reported event of insulation twisted was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The visual and x-ray examination of the lead found the inner coil was over torqued and the outer insulation was twisted consistent with procedure damage. The cause of the reported event of twisted outer insulation was consistent with procedural damage.

Event description:
During implant, the outer layer of the lead insulation appeared to be twisted and there was difficultly advancing the suture sleeve. The lead was replaced and the patient was stable.